Event description:
The customer reported that while running an hvc assay, summit sample handler, did not pipette reagent into well position e11 and did not give an error message. A field service engineer was dispatched. No death or serious injury was associated with this event.